Manufacturer narrative:
No injury or clinical consequence was reported to the pt. No data files, machine svc record or samples were available to confirm the cause of this complaint. The clinical investigation concluded scale impediment resulting from the bag orientation on the scale.